Event description:
It was reported; patient attended for PICC bloods prior to chemotherapy. On arrival, PICC dressing appeared wet and blood soiled. PICC line flushing and good venous return. However, when flushing nacl 0.9% was leaking from PICC line. Actions taken: discussed with oncologist and line removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.